Event description:
It was reported that the insulin pump had a battery change alert, and an unresponsive keypad. The blood glucose reading was 204 mg/dl. The customer states that the insulin pump was exposed to water. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The esc button did not respond due to moisture damage on keypad trace. No moisture damage on electronics. The insulin pump had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.